Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that after a surgical procedure, it was noted that the bur broke inside the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that after a surgical procedure, it was noted that the bur broke inside the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.